Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician was unable to advance a ruby coil out of its introducer sheath and into the microcatheter. The procedure successfully continued using two new ruby coils.

Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The introducer sheath was kinked approximately 1.0 cm from the distal end. The embolization coil was intact with the pusher assembly. Conclusion: evaluation of the returned device revealed the introducer sheath was kinked. This type of damage typically occurs due to over-tightening of a rotating hemostasis valve (rhv). The kinked introducer sheath likely contributed to the inability to advance the ruby coil into the microcatheter. The microcatheter mentioned in the complaint was not returned for evaluation. Ruby coils are 100% functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.